Event description:
My mom's CPAP machine recalled since (B)(6) 2021. We/ I got a hold of philips. They said they would send new CPAP machine; we haven't received one. My mom is using the CPAP that was recalled. She is (B)(6) years old, her doctor told her to keep using the CPAP machine. She has been waiting for a new CPAP. It's not her fault, it's been recalled and we haven't heard from philips any new information. Her confirmation number is (B)(6). I'm wanting to know when philip's will send my mother new CPAP machine, we haven't heard nothing from them that they are working on it. My mom is (B)(6) years old. She needs a new one that works right, she uses her every night. She also has pulmonary hypertension and uses oxygen. FDA safety report ID # (B)(4).